Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no device/applicable imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Due to no work number being provided, a review of the DHR and lot history was unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. As reported ''during procedure, the balloon burst during deployment. As a consequence, the valve embolized into aorta.'' The balloon burst can potentially result from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume used, and/or adverse interactions with pre-existing valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcific nodules within the landing zones can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. In addition, over-inflation with excess volume can cause the inflation pressure to exceed the rated burst pressure. However, due to lack of device and relevant procedural/patient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14423. Reference number: (B)(4). The investigation is ongoing. H3 other text : the device is not returning.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the balloon burst during deployment. As a consequence, the valve embolized into aorta.